Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a lead integrity alert (lia) on the right ventricular (rv) lead triggered by high rate non-sustained episodes and /sensing integrity counter (sic). It was also noted that the rv lead had t-wave oversensing (twos) post ventricular sense (vs) on the current electrogram (egm), undersensing on the current electrogram (egm) and a decrease in r-wave amplitude. The lead remains in use. No patient complications have been reported as a result of this event.